Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-6.9%) while testing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was performed, and no evidence existed in the event log to support the user's reported complaint. During analysis, the customer's reported issue regarding "fails accuracy" problem was not able to be duplicated. Test results were all within the internal specification of +/- 3.0%. Based on the evidence, the complaint was not confirmed, and no fault was found.